Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir did not allow her to push air bubbles out into the insulin vial. The customer did not provide the blood glucose reading. She stated that when she attempted to shift the bubbles from the reservoir into the insulin vial using the blue transfer guard, it would not allow her to push it in. She attempted for the third time and was able to purge the air bubbles out and to get the insulin into the insulin pump without issue thereafter. She was advised that the reservoir would be replaced.